Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, while introducing work clamps for organ extraction, the obturator/trocar broke on all ports. Another trocar was used to complete the case. There was no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the trocar, cannula, envelope seal and circular seal appeared intact. The obturator was not received. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.